Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. The stm observed moisture throughout the iabp unit and performed the condensation removal procedure and completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. The initial reporter named is a getinge employee whose contact details are: email address (B)(6); which differs from that of the event site. The full name of the event site was shortened due to field character limit; the full name is (B)(6).

Event description:
It was reported that during a service visit by a getinge service territory manager, electrical test fails code #42 was observed in the log files of the cs300 intra-aortic balloon pump (iabp). There was no patient involved and no adverse event was reported.